Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy, performed on (B)(6) 2009. According to the complainant, during the procedure, they were placing a clip to control bleeding after performing a polypectomy in the patient's colon. The nurse attempted to advance the blue gripper to the handle but the blue gripper would not advance. The blue gripper then detached from the plastic sheath that covers the clip. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).